Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the guide wire was stuck in the tube and it was not possible to remove it after the device was inserted. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample was received for evaluation. No issue was confirmed in the returned sample. The hydromer was activated and the stylet could be removed from the tube. The reported condition is not confirmed. The sample meets specifications. The most likely root cause indicates that this issue could occur due to a failure to activate the hydromer which makes it difficult to remove the stylet from the feeding tube. The instructions for use (IFU) for insertion of the feeding tube and extraction of the stylet state to inject approximately 10 cc of water into the tube to activate the hydromer coating. No action plan is deemed required because no issue was found with the returned sample. The stylet was able to be removed from the tube. The current process is running according to product specifications, meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.